Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), defibrillation threshold (dft) testing was performed. The s-ICD delivered a shock which converted the induced arrhythmia; however, it was noted that the patient experienced 15 seconds of asystole following shock delivery as post-shock pacing was not programmed on in the s-ICD or in the external defibrillator. Boston scientific technical services (ts) was contacted and a ts consultant discussed that post-shock pacing would have to be programmed on prior to induction to ensure it would operate following shock delivery. No further testing was performed and the s-ICD was successfully implanted with post-shock pacing being active. No additional adverse patient effects were reported.